Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. There was no evidence of the reported error in the event history log. The reported problem was not duplicated. No alarming error code was detected during the power up. The investigation was unable to duplicate the reported problem. The keypad was replaced as a preventive measure. No fault was found and as such, no root cause was determined. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the deice exhibited an alarm code during testing. There was no patient injury reported.